Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient's sensor was initially working fine without issues. Then on the same day around 7:00 pm, she was went unconscious and was found by her roommate. She had no symptoms prior to it failing and she can no longer remember the reading that she got prior to the sensor failing since she did not check the receiver at that time. She was also not sure at what point the sensor failed. Her roommate gave her insta-glucose (liquid cherry gel) as treatment without knowing her bgm value. At around 10 pm, she was already conscious. She did not go to the hospital. At present, she is still not feeling fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.